Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections for alternate insulin therapy.